Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by fever and abdominal pain. The cause of the abdominal pain with fever was not reported. It was not reported if the patient was hospitalized for event. Treatment for event was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a3a, b2, b5, b6, d10, e1, e3, g2 and h6. B5: upon follow up, it was reported the patient experienced peritonitis, manifested by fever and abdominal pain (previously reported as suspected). It was reported the patient was hospitalized for twelve days due to the peritonitis event. The patient was treated with unspecified antibiotics (for two weeks) for peritonitis. On an unreported date, the patient recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.